Event description:
It was reported that the machine interrupted the ventilation by automatically switching off and on during use. The ventilator was replaced. The patient had difficulties breathing and the spo2 declined. No injury has been reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries the device was switched off on august 5th; after further communication with the user the date of event was determined to be on july 22nd. On this date a ventilation was performed in a pressure-controlled mode. Several ventilation-related alarms like "vt low", "mv low", "apnea" and "disconnection?" Were posted by the device. A stop of the ventilation or a reboot could not be confirmed from the log analysis and there is no indication of a device malfunction. Based on the available information the alarms could be caused by the patient condition or an issue within the breathing circuit. The device reacted as specified to the situation by posting visual and audible alarms to alert the user. The number of similar events is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the machine interrupted the ventilation by automatically switching off and on during use. The ventilator was replaced. The patient had difficulties breathing and the spo2 declined. No injury has been reported.